Manufacturer narrative:
The exposed portion of the soft cannula was observed to kinked. Although the cannula was observed to be kinked, fluid was able to successfully flow through the entire fluid path and exit the distal tip of the soft cannula. No signs of leakage were observed. The data downloaded from the device did not show any signs of struggle during the run. No other damages or defects were found with the device. Although the cannula was damaged, the timing and cause of the damage is unknown and it cannot be conclusively determined if it linked to the reported event. The adhesive pad weld was observed to be misaligned. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 345 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, a temp basal increase (95%) was made for several hours, boluses were delivered and pod was eventually replaced with a new one. The patient's blood glucose history is as follows: (B)(6).